Event description:
After the pt was positioned in the prone position, anesthesia found that the bellow on the ventilator was leaking. After changing the bellow out, the ventilator functioned normally.